Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the stent dislodged from the balloon while inside a guide catheter. The scheduled pci first placed a 4.5x20mm liberte bare metal stent in the 90% stenosed and calcified target lesion located in the proximal third of the right coronary artery (rca) using direct stenting. An attempt was made to place a second 4.0x16mm liberte bare metal stent in the 80% stenosed and calcified target lesion located in the medium third of the rca. Although no resistance was met while advancing either stent, the 4.0x16mm liberte was not able to cross the first stent placed in the rca. A decision was made to withdraw the 4.0x16mm liberte to pre dilate the lesion with a 4.0x8mm maverick balloon. Upon removal of the 4.0x16mm liberte it was noted that the stent was not on the balloon. The catheter system was then removed without difficulty with the dislodged stent inside and then disposed. The procedure was successfully completed with another 4.0x8mm liberte bare metal stent. It was not known why the stent dislodged. No packaging damage was noted. No pt complications occurred and the pt's condition was reported as "in stable condition".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "undeterminable."